Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a power/no power issue. There was no allegation of an adverse event. This complaint is being reported because the power issue was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission 09/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. A review of the available data showed no evidence of a power issue. A visual inspection of the pump showed that the battery compartment crack. The pump was able to power on with the returned battery cap. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power issues or alarms. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.